Event description:
Customer reported the left monitor went blank during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video cable to the left monitor. System operates as intended. (B) (4).